Event description:
It was reported that during a prostate procedure @ 138,334 joules of use, "tip broken" was observed. The fiber tip was cleaned during the procedure. The fiber was replaced and @ 192,641 joules of use and 18:20 minutes "broken tip" was observed with the second fiber. The fiber tip was cleaned during the procedure. The customer completed the case with an alternate procedure (resectoscope). There was "no injury" to patient reported. This report is for the second fiber used.